Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the pump was not working. The physician does not know exactly the cause of the malfunction in the pump. The device was removed and replaced with a tactra malleable device. No patient complications were reported.